Event description:
It was reported that during a ptci procedure on the mid right coronary artery and marginal bifurcation, the powersail was used to dilate a resistant lesion, and was inflated to 24 atmospheres (contrary to IFU). The balloon ruptured causing a localized, complex dissection just distal to the lesion. Attempts to stent the lesion and dissection were unsuccessful and the case was eventually abandoned, but the marginal branch had totally occluded. It was reported that medical opinion believes the right coronary artery does not warrant "surgical revascularization and...the complex dissection should heal uneventfully."